Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue happened in 2013. The patient had bumps on their head that filled up with fluid that looks like blood.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# j0219955v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437135v, implanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson¿s dual movement disorders. It was reported that the patient had blood in there lead body. A lead revision surgery was conducted to clean the blood from the lead. There were no symptoms reported with the event. No indication of when the event occurred was given.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.